Manufacturer narrative:
(B)(4). (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a colonoscopy procedure, the patient felt a shock. The pad was changed but didn't correct the problem. It was found that the patient's bowel had been perforated. Surgical repair was required and the patient's stay in the hospital was extended.